Manufacturer narrative:
Patient ID, age or dob, sex, weight, ethnicity: there was no patient involvement. PMA/510k: the heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to overheating of the mains fuse within the mains plug. In addition, it was found presence of scorching and minor melting of the plug plastic around the mains fuse. A new mains plug was fitted and the problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that during routine disinfection procedure the mains plug of a heater-cooler system 3t was found to be hot and burning smell was coming from it. Hospital engineers checked the plug and found that some internal parts of the plug had melted. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H.10: the most likely root cause of the reported issue is traceable to poor contact between the fuse and fuse holder which consequently affected fuse function leading to overheating of the plug and eventually to melting.